Manufacturer narrative:
Continuation of d10: product ID: hh90t01, serial# (B)(6), product type: mobile platform. Product ID: tm90t0, serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 04-aug-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated around 1.5 months ago then stated about (B)(6) 2024, the ac power cord was not staying plugged into the port the communicator. The patient stated he had to hold the cord in place in order to get the external device to charge. The patient stated each external device had its own cord and he had replaced both cords which had not resolved the issue. It was further reported that the port of the communicator was bent and the ac power cord did not stay plugged in. The patient stated he was told to call mdt to get them replaced. The agent sent email to repair to replace the external device.